Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2015 with the following findings: evaluation revealed that the display was dim, fading and discolored. Unrelated to the display issue, the keypad cover was observed to be torn. All keypad buttons were found to respond appropriately. Also unrelated to the display issue, the pump case was observed to be cracked between the keypad and the display mid-section. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, fading and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/11/2014.